Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t8-l4 to treat pseudoarthrosis at t12. Approximately 18 months post-op, a revision surgery was performed due to l4 screw loosening and progressive lumbar kyphosis. The l4 screws were removed and the fixation level had been extended to iliac using legacy6.35. Bone fusion has occurred at cranial level. No further complication was reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.